Event description:
Tip-up robotic instrument damaged: during procedure it was noted the cables at the tip of the robotic instrument was frayed. Instrument replaced upon discovery. No injury to patient or delay to procedure.